Event description:
An aus device was implanted on 12/4/96. A connector was revised on 2/21/97. The entire device was removed from the pt and replaced on 5/29/97, reason not indicated. Ams has requested add'l info.